Event description:
It was reported that the drive support cap is hanging outside of the insulin pump. The blood glucose reading is 184 mg/dl. The insulin pump has been dropped. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A cracked rservoir tube lip, scratched lcd window and a cracked battery tube threads also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.